Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The evaluation confirmed that the up angulation wire broke inside the control section of the device. It was surmised that overload applied during angulation operation while the bending section was within a trocar cause the break. However, the exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the angulation wire of the subject device broke during a therapeutic procedure. The device was replaced with similar but another device and the procedure was completed. There was no patient injury associated with this report.